Event description:
A malfunction was reported with a code malf 12, but no notable events were identified prior to the issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. As a corrective action, the customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy.